Event description:
Patient with a prolonged history of chronic inflammatory process and periodic to severe right facial swelling and pain. Would resolve for only a short period of time. Persistent trismus and compromised nutritional status. Right condylar prosthesis removed due to chronic inflammation and focal granulotamous reaction to foreign material.